Manufacturer narrative:
(B)(4). Batch #: 134a72. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, the cartridge was broken before the first firing. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.